Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. The device history record (DHR) review for serial number (B)(4) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The device history record (DHR) review for serial number (B)(4) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Medicrea has previously repaired/evaluated the skin graft mesher once. The last repair was (B)(4) 2016 where it was reported that the device was not working properly and the crank, roller, carrier guide, side plates and bearing washers were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by medicrea on revealed that the 3:1 cutter was worn and must be replaced. The guide carrier block, bearings, roller and drive gear were all damaged. The calibration of the device was performed. All three cutters failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by medicrea on (B)(4) 2017 which included replacement of the guide carrier block, bearings, roller, and drive gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection all three cutters failed to produce a passing mesh. The root cause of the cutting defect was due to the damaged cutters and device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer. .

Event description:
It was reported that the zimmer skin graft mesher shows signs of weakness (cutting defect) which required a revision. During device evaluation it was observed all three cutters failed to produce a passing mesh. No adverse events have been reported as a result of the malfunction.